Event description:
It was reported that the 9800 system would not fluoro and had ma error, and collimator iris potentiometer error. No patient injury was reported.

Manufacturer narrative:
A ge rep performed an on site investigation. The high voltage cable, high voltage tank, and image intensifier power supply were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.